Manufacturer narrative:
Replaced faulty switching board and power supply board to fix the error. No report of patient involvement.

Event description:
During deport repair, it was noted that the unit was experiencing, "err_warmstartup" errors causing the unit to restart when not intended. There was no reported patient involvement.